Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had a revision. Technical services asked the rep, but they stated they did not know any additional details about this as they weren¿t the rep who was working on this. It was stated a revision occurred. The date of the revision was asked but was unknown. No symptoms were reported. The rep stated the patient¿s device was explanted and the leads were left abandoned, but they did not know the reason why the explant was done. The event date was asked but was unknown (then rep stated they think the fall). The notified date was asked but was unknown. No further complications were reported/anticipated.